Manufacturer narrative:
The company opened a CAPA to investigate late reporting issues. After a retrospective review, this complaint was found to be reportable to the us FDA and is therefore reported now. The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted on (B)(6) 2019, with an vega r58 ventricular lead. During the first follow-up on (B)(6) 2019, all lead parameters were normal except for the right ventricular threshold; the ventricular lead did not capture. An x-ray control revealed that the helix of the fixation mechanism was extended. On (B)(6) 2019, a re-intervention was performed. The lead was disconnected from the pacemaker, and impedance was measured above 3000ohms with a pacing system analyzer (psa). The lead was then repositioned, but impedance measured with the psa was still above 3000ohms. The lead was removed from the patient, and the physician noticed that the helix was blocked in retracted position. The lead was therefore replaced. When attempting to connect the new ventricular lead to the subject pacemaker, the physician could not screw the ventricular setscrew to connect the lead. Therefore, the pacemaker was also replaced.